Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that while replacing the wash buffer on the alinity I processing module, the buffer splashed into the technician¿s eyes. The pm was in idle and fluid was still flowing through the tubing when incident occurred. The tech rinsed her eyes at the eye wash station and proceeded to go to urgent care because her eyes were irritated. The technician was not wearing eyewear, but was wearing lab coat, gloves and face mask. At urgent care, they established that ph of the technician¿s eyes was high, so they administered a treatment of saline flash for each eye (1l bag of saline in each eye). No further treatment beyond the eye flush was administered.

Manufacturer narrative:
Data and information provided by the customer was reviewed and supports the complaint issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. A review of the labeling addresses the customer¿s issue. The wash buffer material data safety sheet (msds) section 8, exposure control/personal protection, outlines the requirements for personal protective equipment to be worn on use of this product. This includes but is not limited to eye protection. Section 10, troubleshooting of the alinity ci-series operation manual provides guidance on the removal of concentrated wash buffer from the bulk solution reservoir when the bulk solution expires. Service ticket 056056rl1351645 confirms that the customer has been trained on procedures to reduce risk of sprays when disconnecting tubing. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No information was provided that a malfunction of the product caused the issue. Based on our investigation, no systemic issue or deficiency with the alinity I series concentrated wash buffer was identified in the complaint.